Manufacturer narrative:
All available information was investigated, and the reported inability of the sgc shaft to hold position and separation of the handle adaptor from the hypotube were confirmed during returned device analysis. The reported noise could not be confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability of the sgc shaft to hold position is a cascading event of the separation of the handle adaptor from the hypotube. The reported separation appears to be due to the improper or incorrect procedure or method. The reported improper or incorrect procedure or method was associated with the user not unfastening the stabilizer screw prior to turning the guide. The reported noise was likely a cascading event of the separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, thick anterior mitral leaflet (aml), and rotated heart. A steerable guide catheter (sgc) (40401r2070) and a mitraclip xtw (31206r1045) were inserted and advanced to the mitral valve, and grasping was performed. However, while turning the sgc against the fastened screw, a noise was heard, the shaft was observed to be separated from the sgc, and anterior-posterior movements were no longer possible. It was noted that the physician did not unfasten the screw in the stabilizer before turning the guide. Therefore, the sgc was removed and replaced. It was observed that the posterior mitral leaflet (pml) was not sufficiently inserted, but due to steering no longer possible, the clip was deployed. It was noted that the clip seemed stable on both leaflets, with a soft rocking motion in fluoroscopy. To stabilize the clip, a second mitraclip was inserted and advanced to the mitral valve. However, while the second clip was in the left atrium (la), the first clip detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda). The second clip was placed lateral to the first clip, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.